Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
The customer reported that an 840 ventilator had a communication error. The customer did not report if there was pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgrade the software to the current revision. The unit passed extended self-testing.